Manufacturer narrative:
Conclusion code: field left blank- no available code for undetermined or unknown cause. The customer¿s report of a leak was confirmed. During visual inspection of the set, it was noted that the vinyl tubing had a slice cut approximately 4 ½ inches away from the distal smartsite port measuring 0.0381 inches long. Functional and pressure testing was performed and a leak was observed from the slice cut in the vinyl tubing. No other anomalies were observed. The cause of the reported leak was identified as damage on the vinyl tubing. The root cause of the damage was not identified.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported a leak in the IV tubing during a normal saline infusion. There is no report of patient harm.